Manufacturer narrative:
The customer¿s report of a lipid infusion leaking from the connection of the tubing and the bd filter tubing was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer observed leaking could not be identified.

Event description:
The customer reported that a lipid infusion was noted to be leaking from the connection of the tubing and the bd filter tubing. The tubing was connected to a patient in the cv/nicu. There was no harm.

Manufacturer narrative:
Concomitant medical products: material conn b3300 microclave valve and 309653 syr only ll 60cc. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that a lipid infusion was noted to be leaking from the connection of the non bd tubing and the bd filter tubing. The tubing was connected a patient in the cvicu. There was no harm.